Manufacturer narrative:
The device was not returned for investigation. Additional investigation into angiograms, risk documentation, and device history record will be performed.

Event description:
A tavr procedure was performed in mi on (B)(6) 2019. The patient was reported to have a bmi of 66, and severe aortic stenosis. It was reported that the access was made at the bifurcation of the profunda and the sfa. The physician was advised not to use manta due to the access site and bmi of the patient. . The manta us IFU warns; do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition into the vessel. The IFU also warns: do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). The manta was deployed and following deployment, the angiogram showed occlusion of the sfa. The physician inserted a balloon from the contralateral side and inflated at 2 atm. For 2 minutes. The occlusion was cleared and confirmed via angiogram. The flow to the leg was confirmed again 2 days later via dupex ultrasound. Patient was said to have no complaints or signs of claudication.

Manufacturer narrative:
The device was not returned for investigation. The angiograms were obtained and reviewed. It was confirmed the access site was at or below the bifurcation of the profunda and the superficial femoral artery. The IFU warns against using the device if the access site is at or distal to the bifurcation as this may result in the 1) anchor catching on the bifurcation and being positioned incorrectly and/or 2) collagen deposition into the vessel. It is suspected that the anchor of the device caught on the bifurcation and deployed the collagen in the vessel. Risk documentation was review and determined to be a known risk of the device. The device history record was reviewed and no non-conformities related to this incident were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.